Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair with mesh procedure on an unknown date. According to the complainant, post implantation, the patient developed mesh erosion. The physician will remove the mesh. The patient was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
Additional device info: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.